Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device failed two of seven tests. After dismantling the device, it was observed that there was a loose/ broken soldering contact. Therefore, the reported condition was confirmed. There were no dents or signs of dropping the device. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the battery device could not be used because it was impossible to charge the device. There were no delays to the planned surgical procedure. It was not reported if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.